Manufacturer narrative:
(B)(4). Date sent: 7/12/2023. Additional information was requested and the following was obtained: what were the indications for surgery? What surgical procedure was performed?: robotic rt colon. Did the patient receive any preoperative chemotherapy or radiation? No was this a hand-assisted case or was the anastomosis performed extracorporeally? Extracorporeally. Was this straight from the packaging or from a subsequent firing? Straight from package. Was the same reload used or a different reload? Different. Was the knob pulled all the way proximal before loading? Scrub is not sure. Was the device and reload purchased through an authorized distributor? No, they are using west coast medical. What color reloads were used and what was the sequence of the firings? Blue all 3 firing. What anatomical structures was the device fired on? Rt colon were other stapling or suturing devices used when creating the anastomosis? No how was the common opening closed? Tx60b. Were there any issues experienced with the device in the initial surgical procedure? Not other than listed. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? Not sure. How was the leak identified? Post op day 3 . Was it leaking through the staple line? Yes. Were there any malformed staples or missing staples identified? If so, please describe the shape and location. No feedback on the look of the staples were there any signs of tissue ischemia or necrosis? No. What was done in the reoperation? Resection using tlc and tx with blue loads what is the current status of the patient? Doing well.

Event description:
It was reported that during a robotic right hemicolectomy procedure that when the scrub handed the stapler to the surgeon it was noticed that some of the staples were sticking out like they had been fired. Device was reloaded and again it was seen that some staples were sticking out. Another like device was used to complete the procedure. Two days post op the patient was brought back to the or where a leak on the staple line was found. Surgeon was able to transect again to fix the leak and the patient is currently stable.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Was this a hand-assisted case or was the anastomosis performed extracorporeally? Was this straight from the packaging or from a subsequent firing? Was the same reload used or a different reload? Was the knob pulled all the way proximal before loading? Was the device and reload purchased through an authorized distributor? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.